Event description:
While the patient was sitting in the train, the ICD delivered numerous inapprorpiate therapies within 30 minutes. There was no arrhythmia or oversenting of an intrinsic signal seen on the printout. It was noted that the patient wished not to have any procedure due to travelling. Hence, the ICD was switched off. In 2005, the device and lead were explanted.